Manufacturer narrative:
A review of the device history record indicates the order was built to specification. A sample has not been returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. A potential root cause of this customer's complaint is the location of the knife within the pack. The knife is placed in the small parts assembly. This small parts bag contains thirteen items in total. The placement in the small parts bag does not confine the knife to a specific location. This could be contributing the knives bending when the packs are assembled, wrapped, and stored because the knife can shift within the bag. The customer was notified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the knife was significantly bent at the time. This was noted before the incision had been made. The reporter informed that the surgeon proceed to straighten the blade and proceeded to make the incision. There was no patient harm reported.